Manufacturer narrative:
Based on the information gathered, there is no indication or report that davinci products caused or contributed to the incidents. An intuitive surgical medical safety officer reviewed the event and concluded that respiratory infection is a known potential complication of lung resection by any modality, and risk was increased significantly in this case by the patient¿s underlying poor pulmonary function.

Event description:
The patient underwent a da vinci-assisted pulmonary segmentectomy procedure at the left lower lobe and was enrolled in a clinical study. The procedure was completed without any malfunction of the da vinci device or instruments nor any intra-operative complications. On (B)(6) 2024, it was reported the patient developed a lower respiratory tract infection and was treated with antibiotics. The infection was reported as resolved on (B)(6) 2024.

Manufacturer narrative:
The procedure was corrected to pulmonary lobectomy performed in the left lower lobe. Event date (field b3) is updated.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information was obtained about the patient's post-operative condition: on post-operative day six, the patient was noted to have pleural effusion, cardiovascular and pain medications were given. The study investigator assessed the symptom was not related to the ion devices, but related to the procedure. The patient was discharged four days later. Review of the system logs for the reported procedure date found that no system errors occurred during the procedure that were relevant to the reported event.